Event description:
Philips received a complaint from the customer that the v60 ventilator displayed a proximal pressure sensor autozero failed error message with code 110b: the proximal pressure is not measured and pressure-related alarms are compromised. The device was in clinical use. There was no reported patient harm. A philips remote service engineer (rse) evaluated the issue and reported the device failed within 5 minutes of being put into use and alarmed appropriately. The rse advised the customer of troubleshooting strategy per the service manual.

Manufacturer narrative:
H10: the customer biomed reported the gas delivery system (gds) assembly had been previously replaced. The biomed technician determined the top board was not properly aligned and some of the solenoid legs were not in the connector. The components were realigned to correct the issue. All applicable tests were run, and all passed. Furthermore, the unit ran in normal operation for 4 hours with no zeroing errors prior to returning to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.